Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found that there was battery high resistance. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing lioresal (500mcg/ml at 99.92mcg per day). The indications for use included intractable spasticity and head/brain injury. The patient had a medical history of cerebral palsy, and the patient's weight was 47kg. It was reported that the patient's pump underwent premature end of service (eos) due to battery depletion on (B)(6) 2017. It was noted that the patient experienced a loss of therapy. The patient was brought to the emergency room on (B)(6) 2017, was admitted to the hospital, and was started on oral baclofen. The pump was replaced on (B)(6) 2017, and the issue was considered resolved. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient's status was noted to be alive - no injury.